Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 68 mg/dl, 131 mg/dl, 65 mg/dl, and 63 mg/dl. Customer consumed a soda after obtaining results in the 60's (mg/dl). No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "intermittent reflux" (reflux within device). The customer reported intermittent reflux during the I/a mode. Additional info received from the nurse stated four cases were canceled. Two pts were prepped before the cancellation. Both pts were recovered and sent home. No pt injury was reported.